Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included overweight, premenopausal menorrhagia and dysplasia. Concomitant products included levothyroxine sodium (levothyroxin) since 2006. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dyspareunia ("painful sex") and loss of libido ("loss of libido"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"), abdominal distension ("abdominal bloating") and abdominal pain lower ("cramping"). In (B)(6) 2014, the patient experienced visual impairment ("vision problems"). In 2014, the patient experienced thyroid disorder ("elevated thyroid levels"), breast pain ("breast pain"), tenderness ("tenderness"), cyst ("cysts on my body"), mood swings ("mood swings"), depression ("depression"), back pain ("chronic back pain"), arthralgia ("joint pain") and tooth disorder ("dental problems"). On an unknown date, the patient experienced vulvovaginal pain ("severe and persistent stabbing pains in my vaginal"), abdominal pain ("abdomen pain"), myalgia ("achy muscles") and anxiety ("mental anguish"). The patient was treated with surgery ((B)(6) 2014, hysterectomy with cystocele repair, (B)(6) 2013, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vulvovaginal pain and abdominal pain had resolved and the weight increased, thyroid disorder, breast pain, tenderness, abdominal distension, abdominal pain lower, menorrhagia, cyst, mood swings, depression, dyspareunia, loss of libido, back pain, myalgia, arthralgia, tooth disorder, visual impairment and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, breast pain, cyst, depression, dyspareunia, loss of libido, menorrhagia, mood swings, myalgia, pelvic pain, tenderness, thyroid disorder, tooth disorder, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs and medical record received .reporter and patient demographics were added. Concomitant disease, concomitant drug added. Events ¿pelvic pain, severe and persistent stabbing pains in my vaginal, abdomen pain, weight gain, elevated thyroid levels, breast pain, tenderness, abdominal bloating, cramping, heavy periods, cysts on my body, mood swings, depression, painful sex, loss of libido, chronic back pain, achy muscles, joint pain, dental problems, vision problems, mental anguish and did you undergo an essure confirmation test: no¿ added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included overweight, premenopausal menorrhagia and dysplasia. Concomitant products included levothyroxine sodium (levothyroxin) since 2006. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dyspareunia ("painful sex") and loss of libido ("loss of libido"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"), abdominal distension ("abdominal bloating") and abdominal pain lower ("cramping"). In (B)(6) 2014, the patient experienced visual impairment ("vision problems"). In 2014, the patient experienced thyroid function test abnormal ("elevated thyroid levels"), breast pain ("breast pain"), tenderness ("tenderness"), dermal cyst ("cysts on my body"), mood swings ("mood swings"), depression ("depression"), back pain ("chronic back pain"), arthralgia ("joint pain") and tooth disorder ("dental problems"). On an unknown date, the patient experienced vulvovaginal pain ("severe and persistent stabbing pains in my vaginal"), abdominal pain ("abdomen pain"), myalgia ("achy muscles") and anxiety ("mental anguish"). The patient was treated with surgery ((B)(6) 2014, hysterectomy with cystocele repair, (B)(6) 2013, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vulvovaginal pain and abdominal pain had resolved and the weight increased, thyroid function test abnormal, breast pain, tenderness, abdominal distension, abdominal pain lower, menorrhagia, dermal cyst, mood swings, depression, dyspareunia, loss of libido, back pain, myalgia, arthralgia, tooth disorder, visual impairment and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, breast pain, depression, dermal cyst, dyspareunia, loss of libido, menorrhagia, mood swings, myalgia, pelvic pain, tenderness, thyroid function test abnormal, tooth disorder, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no." The patient's concurrent conditions included overweight, premenopausal menorrhagia and dysplasia. Concomitant products included levothyroxine sodium (levothyroxin) since 2006. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dyspareunia ("painful sex") and loss of libido ("loss of libido"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("abdominal bloating") and abdominal pain lower ("cramping"). In (B)(6) 2014, the patient experienced visual impairment ("vision problems"). In 2014, the patient was found to have thyroid function test abnormal ("elevated thyroid levels") and experienced breast pain ("breast pain"), tenderness ("tenderness"), dermal cyst ("cysts on my body"), mood swings ("mood swings"), depression ("depression"), back pain ("chronic back pain"), arthralgia ("joint pain") and tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation ("migration"), vulvovaginal pain ("severe and persistent stabbing pains in my vaginal"), abdominal pain ("abdomen pain"), myalgia ("achy muscles") and anxiety ("mental anguish"). The patient was treated with surgery (B)(6) 2014, hysterectomy with cystocele repair, (B)(6) 2013, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vulvovaginal pain and abdominal pain had resolved and the device dislocation, weight increased, thyroid function test abnormal, breast pain, tenderness, abdominal distension, abdominal pain lower, menorrhagia, dermal cyst, mood swings, depression, dyspareunia, loss of libido, back pain, myalgia, arthralgia, tooth disorder, visual impairment and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, breast pain, depression, dermal cyst, device dislocation, dyspareunia, loss of libido, menorrhagia, mood swings, myalgia, pelvic pain, tenderness, thyroid function test abnormal, tooth disorder, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted date of removal: (B)(6) 2013. Plaintiff more than one removal surgery performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included overweight, premenopausal menorrhagia and dysplasia. Concomitant products included levothyroxine sodium (levothyroxine) since 2006. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dyspareunia ("painful sex") and loss of libido ("loss of libido"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("abdominal bloating") and abdominal pain lower ("cramping"). In (B)(6) 2014, the patient experienced visual impairment ("vision problems"). In 2014, the patient was found to have thyroid function test abnormal ("elevated thyroid levels") and experienced breast pain ("breast pain"), tenderness ("tenderness"), dermal cyst ("cysts on my body"), mood swings ("mood swings"), depression ("depression"), back pain ("chronic back pain"), arthralgia ("joint pain") and tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation ("migration"), vulvovaginal pain ("severe and persistent stabbing pains in my vaginal"), abdominal pain ("abdomen pain"), myalgia ("achy muscles") and anxiety ("mental anguish"). The patient was treated with surgery (B)(6) 2014, hysterectomy with cystocele repair, (B)(6) 2013, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vulvovaginal pain and abdominal pain had resolved and the device dislocation, weight increased, thyroid function test abnormal, breast pain, tenderness, abdominal distension, abdominal pain lower, menorrhagia, dermal cyst, mood swings, depression, dyspareunia, loss of libido, back pain, myalgia, arthralgia, tooth disorder, visual impairment and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, breast pain, depression, dermal cyst, device dislocation, dyspareunia, loss of libido, menorrhagia, mood swings, myalgia, pelvic pain, tenderness, thyroid function test abnormal, tooth disorder, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted date of removal: (B)(6) 2013. Plaintiff more than one removal surgery performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received -event migration was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report